Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer was experiencing a leakage problem. The issue was discovered upon opening the device. No patient injury or adverse affects.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a lack of solvent. Functional testing found the reported failure mode is confirmed. The root cause of the reported issue was found to be manufacturing. Awareness notification was performed to personnel on (B)(6) 2022 to explain the importance of adherence to manufacturing procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).